Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, that during use the cardiosave rescue stopped pumping, catherer restriction error on screen iabp. No injury or harm to patient reported